Event description:
According to the reporter, the patient was poisoned by paraquat. After consultation, they assisted in the placement of a temporary hemodialysis tube for hemoperfusion treatment. It was mentioned that for the first product that was used, it was difficult to insert the temporary catheter, and the guide wire was found to be bent after withdrawal. The guide wire used was the one included in the kit and they had to take it off with the catheter (it was necessary to remove the guide wire and catheter from the patient simultaneously (in one action) due to alleged defect, and no tool was used when trying to remove the guide wire. They replaced the catheter with a new one from the same lot (second catheter) and continued the catheterization operation. After inserting the second catheter to the patient¿s femoral vein, the blue extension tube and luer joint was found to have serious blood leakage and air leakage/embolism when preparing for treatment. It was mentioned that there was a crack at the blue extension and luer joint. Hemostat was not used to connect or disconnect during procedure. Conventional correct method was used to tighten the adapters, normal saline was typically utilized to clean the adapters, and the cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. It could only be pulled out, and the catheter was again replaced with a new one (third catheter) which delayed the patient¿s rescue opportunity, but the treatment was completed. There was an unknown amount of blood loss and blood transfusion was not required. There was no intervention/treatment required as a result of the event. For the first and second catheter, physiological saline was the cleaning agent used on the devices, tego was not utilized, and iodophor disinfection was used on the insertion site prior to the placement. There was nothing unusual observed on both devices prior to use and flushing was done which was unblocked. There were no other products utilized with the devices. The patient got discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was poisoned by paraquat. After consultation, they assisted in the placement of a temporary hemodialysis tube for hemoperfusion treatment. It was mentioned that for the first product that was used, it was difficult to insert the temporary catheter, and the guide wire was found to be bent after withdrawal. The guide wire used was the one included in the kit and they had to take it off with the catheter (it was necessary to remove the guide wire and catheter from the patient simultaneously (in one action) due to alleged defect, and no tool was used when trying to remove the guide wire. The issue with the first catheter did not cause any harm to the patient. They then replaced the first catheter with a new one from the same lot (second catheter) and continued the catheterization operation. After inserting the second catheter to the patient¿s femoral vein, the blue extension tube and luer joint was found to have serious blood leakage and air leakage/embolism when preparing for treatment. It was mentioned that there was a crack at the blue extension and luer joint of the second catheter. For the second catheter, hemostat was not used to connect or disconnect during procedure, conventional correct method was used to tighten the adapters, normal saline was typically utilized to clean the adapters, and the cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. The second catheter could only be pulled out, and was replaced with a new one (third catheter) which delayed the patient¿s rescue opportunity, but the treatment was completed. There was an unknown amount of blood loss and blood transfusion was not required. There was no intervention/treatment required as a result of the event. For the first and second catheter, physiological saline was the cleaning agent used on the devices, tego was not utilized, and iodophor disinfection was used on the insertion site prior to the placement. There was nothing unusual observed on both devices prior to use and flushing was done which was unblocked. There were no other products utilized with the devices. The patient got discharged.

Manufacturer narrative:
Additional information: b5, g1, h1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.